Manufacturer narrative:
The reported event was confirmed. During simulated use testing the cable caused a handpiece to intermittently run on it's own due to internal wire damage of the cable.

Event description:
It was reported that a tps handpiece cord was causing handpieces to run without activation. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is completed.

Event description:
It was reported that a tps handpiece cord was causing handpieces to run without activation. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.